Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a sigmoid resection the device was activated on a staple line and locked down. The device was pulled free. This caused a small amount of bleeding to occur. The procedure was completed with an alternate like device with no patient consequences reported.